Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had no delivery alarms on the insulin pump. Customer's last known blood glucose was 525 mg/dl. The customer stated they have reverted back to manual injections. Customer reported feeling irritable from their blood glucose. Troubleshooting was not completed as the customer recently changed out the entire set. The customer declined to return the insulin pump for analysis.